Event description:
Hill-rom received a report from the account stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located in a pt room of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking the scale pods. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time since the account thinks the bed was repaired. The account stated to hill-rom that they would contact us if further assistance is required.